Event description:
Information received by medtronic indicated that the retainer ring was damaged and reservoir unable to lock into place. No harm requiring medical intervention was reported. The device will be returned for analysis.